Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion¿1x16 perc lead kit-50cm.

Event description:
A report was received that the patient was experiencing worsening of pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be done at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing worsening of pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that database analysis was performed and confirmed high impedances on the leads. Lead replacement was recommended.

Event description:
A report was received that the patient was experiencing worsening of pain. The patient will undergo a revision procedure.